Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.3 inr on the coaguchek xs system while a professional coaguchek xs system returned as 1.9 inr. Customer's coumadin dose was increased based on the professional system result. No adverse event reported. Requested return of suspect strips and replacement was sent.